Event description:
The reporter indicated that the atrial lead showed "high" ohms and the intraelectrocardiograms (iegms) show aivp (atrial inhibit, ventricular paced) annotation throughout in the bipolar configuration. The atrial lead was programmed to unipolar. Lead impedance via telemetry=644 ohms and iegms show apvp annotation. Outer wire fracture of atrial lead is suspected.